Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the cable works intermittently. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Event description:
The customer reported the cable works intermittently. No patient impact or consequences were reported.